Event description:
Reporter alleged accu-chek usb to serial adapter split in half and had burn marks on the inner board which was exposed. No adverse event reported. A request was made for the return of the suspect device. Reporter discarded it, so no product will be returned for evaluation.